Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products. Model: 5076-52, lead; implanted: (B)(6)2004 model: 419478, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fractured right atrial (ra) lead and fractured right ventricular (rv) lead. During the procedure of extracting the ra lead the patient experienced a superior vena cava (svc) tear and subsequently passed during the procedure.